Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin. Contact did not know if there were any alerts or alarms that would have indicated pump stopped insulin delivery. There was no reported impact to blood glucose. As the contact did not have the pump at the time of the report, tandem technical support was unable to perform a system check to confirm the reported issue.